Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, the device was unable to fire. When the surgeon used the device and clamped it, they tried to squeeze the handle of the device for firing its staples and transecting the spot. After the green button was pressed, the surgeon was able to squeeze the handle but the device¿s cartridge staple and knife did not fire. When the trigger was pulled, the surgeon heard something broken. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.